Manufacturer narrative:
The reported event that ¿the catheter was only irrigating from 3 poles¿ was confirmed. A material substance was noted to be present on the distal tip of the catheter, consistent with the irrigation issue. Further investigation revealed the material substance to be consistent with biological foreign material. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the biological foreign material on the distal tip remains unknown.

Event description:
This report is to advise of an event observed during analysis, confirming tissue on the returned device.